Manufacturer narrative:
The device was returned and evaluated by a service engineer (se). The se was unable to replicate the reported issue and no errors were observed during the battery discharge test. The batteries were replaced as a precaution. Subsequently, the device passed all testing as well.

Event description:
It was reported that the metra device alarmed with message code 80 (low battery). At 18 minutes into the perfusion, the battery percentage was noted to be 96 percent with the power cord on the graphical user interface (gui). At roughly 30 minutes into the perfusion, the device was relocated to another outlet where the charging issue occurred. The clinical specialist (cs) had confirmed that the power cord appeared on the screen when the device was re-plugged in and proper movement of the device had been followed. The perfusion was at approximately two hours when the alarm occurred and it was noted that the device was plugged in, the green mains power switch was on, and the plug icon was on the gui. The battery percentage at that time was 48 percent and decreasing. The cs switched the green mains power switch off and disconnected the device power cord from both the device and the wall. The power cord was then reconnected and the mains power switch was turned back on. Subsequently, the device began slowly increasing in charge. The device battery was then observed to increase in charge slowly to 51 percent, at which point message code 80 disappeared. It was noted that the wall outlet was not changed during troubleshooting. The battery percent was later checked at 0645 am and was confirmed to be at 70 percent.

Manufacturer narrative:
Further investigation notes that the reported issue is attributed to the battery gauge reporting an erroneous capacity output. The failure mode could not be conclusively identified.

Event description:
It was reported that the metra device alarmed with message code 80 (low battery). At 18 minutes into perfusion, the battery percentage was noted to be 96 percent with the power cord on the graphical user interface (gui). At roughly 30 minutes into perfusion, the device was relocated to another outlet where the charging issue occurred. The clinical specialist (cs) had confirmed that the power cord appeared on screen when re-plugged in and proper movement of the device had been followed. The perfussion was at approximately 2 hours when the alarm occurred and it was noted that the device was plugged in, the green mains power switch was on, and the plug icon was on the gui. The battery percentage at that time was at 48 percent and decreasing. The cs switched the green mains power switch off and disconnected the device power cord from both the device and the wall. The power cord was then reconnected, and the mains power switch was turned back on. Subsequently, the device began slowly increasing in charge. The device battery was then observed to increase in charge slowly to 51 percent, at which point message code 80 disappeared. It was noted that the wall outlet was not changed during troubleshooting. The battery percent was later checked at 0645 am and was confirmed to be at 70 percent.